Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this device was associated with a report of loss of capture and patient hospitalization due to syncope. A boston scientific field representative reported that right ventricular and left ventricular lead impedance measurements had increased but were within normal operating range, and the pacing thresholds were adequate. A boston scientific technical services consultant (ts) discussed troubleshooting techniques to determine if the cause was likely lead-related or due to a lead-tissue interface issue related to patient arm movement.

Manufacturer narrative:
This device remains implanted and in service.

Event description:
A boston scientific field representative subsequently reported that the right ventricular lead was explanted and replaced due to a fracture. No adverse patient effects were reported.